Event description:
The pt reported that the infusion device does not correctly deliver insulin and she has experienced elevated blood glucose of up to 470 mg/dl despite bolusing. Her normal blood glucose level is 130-180 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.